Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 24 mmol/l. Customer stated they fell into a salt water pool on and pump stopped functioning. Customer stated was currently on her backup plan and has not been using the pump since yesterday afternoon. Customer also mentioned she was taking medication that raises her blood glucose, she was under a doctor's care, and the situation was being monitored. Customer stated the had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.